Event description:
3mm crack at 5cm line from the male luer lock position. This occurred during the 8th imaging using cook's hnr catheter (4fr. 90cm length pigtail) with 30cc (at 15cc per second) of contrast medium at 1200 psi.